Event description:
Reporter stated that, while trying to remove a lancet from the device, reporter received an accidental needle-stick reporter was treated, at the hosptial, with a tetanus shot. A request was made for the return of the suspect product and replacement product was shipped.